Event description:
Patient was receiving heparin via pump at 20cc/hr (1000u/hr). At 0025 IV indicated 408 cc left in bag. At 0245 the pump indicated that 330cc left and IV line occluded. The IV bag was empty. IV pump remained set at 20cc/hr. IV site note with no infiltration etc. IV heparin was discontinued for 15 hours then resumed. No adverse effect to patient as a result of heparin infusion. IV pump evaluated by bio-engineering. No malfunctions noted. IV tubing used unavailable for evaluaiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.